Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose was unknown. Troubleshooting was not performed. Customer stated that the insulin pump had crack near the battery area and customer had trouble getting the battery out. Customer states around the infusion set insert area there was a crack, insulin pump rejects new batteries, failed battery test and squirts insulin while priming. The device will not be returned for analysis.